Manufacturer narrative:
H10 h3, h6 part of the device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A product evaluation was performed. Only the suture was returned. One end of the suture was frayed. The complaint was confirmed. Factors, which could have contributed to the reported event, include an application of unintended inappropriate or excessive force to the device. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the suture material documentation found that the storage specifications are documented and a material certificate is required with each lot. Based on the condition of the product material found during visual inspection it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during arthroscopy procedure, inside the patient, after the fast-fix 360 curved ndl delivery sys deployed successful, the surgeon found the suture had frayed. All ts where removed from the patient. It is unknown how the issue where resolved. Patient injuries were not reported.